Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 27 mmol/l and 7 mmol/l on the advantage system. Reporter noted that patient performed additional back-to-back tests with results of 12 mmol/l and 6 mmol/l. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in the another country.